Event description:
The patient had an 8.0f, 40cc arrow international intra-aortic balloon placed before open heart surgery. The next morning, the pump alarmed, "helium loss." The catheter was checked and blood was found in the balloon lumen. The physician was notified and the iabp was discontinued without any further problems. The manufacturer provided a return tracking number and packaging for this device.